Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation, and the patient experienced pericardial effusion that required ICU admission (prolonged hospitalization). It was reported during an atrial fibrillation case; a pericardial effusion was noticed. The pericardial effusion was discovered on intracardiac echocardiography (ice). They were monitoring the patient throughout the procedure on ice since the physician was not using fluoroscopy. There have been 15 lesions of ablation that had already been completed by the time the injury was discovered. There was no medical intervention needed to be provided. The patient was sent to the intensive care unit (ICU) for observation and continued monitoring. The patient was reported to be in stable condition and fully recovered. The patient never had a drop in blood pressure, as well as no drop-in heart rate. The physician believed that the pericardial effusion may have been due to a micro effusion due to the ablation. Activated clotting time (act) was greater than 350. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation. There was no evidence of steam pop. No error messages observed on biosense webster equipment during the procedure. Other relevant history includes ventricular tachycardia.

Manufacturer narrative:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation, and the patient experienced pericardial effusion that required ICU admission (prolonged hospitalization). The product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed a bent mark in the dome of the device; however, no lifted parts or wires exposed were observed. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31390935l, and no internal action related to the complaint was found during the review. The root cause of the adverse event remains unknown. The bent condition in the dome section was not reported by the customer and the potential cause could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. In addition, no device malfunction was reported. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).